Event description:
On (B)(6) 2012, the patient/lay-user's wife contacted lifescan (lfs) alleging that her husband was experiencing an inaccurate high issue with her one touch ultra2 meter. On (B)(4) 2012, the medical surveillance specialist (mss) spoke with the patient's wife to obtain and verify information; however, the patient did not want to answer follow up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient's wife reported that the alleged issue with the subject meter began on an unspecified time on (B)(6) 2012. At an unknown time, the patient tested and obtained a glucose result of "126 mg/dl" on the subject meter, which he felt was inaccurate high compared to his feelings/normal values. She claimed 30-40 minutes prior to testing with the glucose meter, her husband felt awful, nauseated and sleepy. The patient's wife stated that he manages his diabetes with pills, diet and or exercise and due to the alleged issue he continued his usual diabetes management routine. In response to his symptoms, on (B)(6) 2012, at 5 pm he was in the emergency room (ER), where his glucose was tested with an ER meter. Reportedly a result of "316 mg/dl" was obtained, which was then treated by the health care professional with byetta (500 mg). It is unknown what happened after the initial result of"126 mg/dl," if the patient's symptoms deteriorated, if he took any action or if he tested again on the subject meter before going to the ER. During the initial call with customer service, the agent noted that the patient was using the correct unit of measure set in the meter and good unexpired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(4), 2012 the meter was tested and no faults were found. On (B)(4), 2012 the test strips were tested and the primary complaint was not confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.